Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unit passed displacement, no delivery and motor tests. Unit had cracked reservoir tube lip, battery tube threads, scratched display window, reservoir window and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the customer's insulin pump alarmed motor error when priming; then alarmed and the insulin squirted out. Troubleshooting was performed, and the drive support cap was loose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.